Event description:
Medtronic received info that this pulmonary valved conduit, implanted 7 days, was explanted due to acute insufficiency. It was reported that at explant, thrombus was identified on the valve. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality lab, a 5.2 cm section of the valved conduit was received for analysis. The conduit was cut lengthwise on the short side through the middle of one leaflet. All leaflets had been excised for histopathology samples. The existing leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. One commissure was intact. No host tissue was observed. Remnants of coagulated blood were noted along the existing leaflets. Radiography showed a trace of mineralization adjacent to the existing leaflets. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Coagulated blood was noted on the leaflets, however, because of the returned condition of the conduit, no conclusions could be drawn regarding the clinical observation.